Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the cause for the balloon rupture cannot be determined; however, procedural factors may have caused the balloon to burst. Other potential contributing factors are unknown as limited clinical information was provided. In addition, the patient¿s death does not appear to be related to the edwards valve or any other edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, during implant of a 26mm sapien 3 valve by transapical approach in aortic position, the certitude delivery system balloon burst at the end of deployment. The procedure went fine and the valve was successfully implanted and the valve is functioning. No harm to the patient. The delivery system was retrieved successfully. The delivery system is not being returned for evaluation and no imaging will be provided. Per report, the cause for the balloon burst is unknown. In addition, the patient¿s native annulus was mildly (low) calcified. Of note, approximately 1 week post procedure, the patient expired. The patient was extubated; however, developed an acute colitis and ischemic bowel (considered unrelated to the valve).